Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a medication did not appear on the patient profile. The medication could not be found on the patient list during a medication dispensing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had medication not on patient profile. A technical support specialist (tss) instructed the customer on how to add items to the patient profile. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.